Event description:
It was reported by a customer on (B)(6) 2010, the fiber tip detached during the procedure at 244,819 joules. Also, it was reported that the fiber tip was removed from the pt's prostate without a problem. No pt injury was reported.